Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during morning safety disk check, the cs300 intra-aortic balloon pump (iabp) unit had a safety disk failure. It is unknown if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse tested the unit and found no issues. The fse then performed a pm, a full calibration, and tested the unit. The unit was working to the manufacturer¿s specs, and was returned to the customer and cleared for clinical use.

Event description:
N/a